Event description:
It was reported that during an unk procedure, there was a misfire. No damage to the pt. The instrument did fire, but the knife blade did not retract properly. Required some force to retract. There was no adverse pt consequence.

Manufacturer narrative:
Eval summary: the analysis showed that the device was received with the firing mechanism damaged and with a cartridge loaded in the device. The cartridge was received partially fired and with no damage to the cartridge lock out tab. The returned device was found to be non functional as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found damaged. No functional test could be performed due to the condition of the device. However, the device did open and close without any difficulties. It should be noted that a 100% inspection takes place during mfg to ensure the device meets the required specifications.